Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-14675. It was reported that the patient was experiencing high impedances. Surgical intervention occurred on 10may2022 in which the lead was explanted and replaced. It is unknown which lead has high impedances so both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.